Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00663 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Device catalog, lot numbers, and UDI section are unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that a patient underwent surgery under general anesthesia, and was using a fluid warmer. The user found that the warm liquid line was leaking. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.